Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be return. It has not yet been received. A follow-up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that the posterior foot was completely detached and not returned with the device. The posterior foot break suggested that the posterior needle was deflected during needle deployment and struck the foot instead of engaged with the posterior cuff inside the posterior foot pocket as intended. Therefore, the reported device misfire is confirmed. The posterior foot break would result in a failure to retrieve the suture. Potential contributing factors for needle deflection that results in a posterior foot break include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or incorrect deployment techniques. During manufacturing, the needle trajectory of every device is verified. There were no challenging anatomical conditions reported which could have contributed to the posterior foot break. There was no definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated or the needles were deployed when the device was not at approximately 45-degree angle which could have contributed to a posterior foot break. However, based on the successful needle trajectory during manufacturing, the probable cause for the posterior foot break is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. The probable cause for the reported device misfire was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the device misfired. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.